Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and mildly calcified first diagonal artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.